Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that a patient was 'complaining of squeaky noise in neck' post-operatively. No further information has been provided at this time. The nature of the reported noise is unknown at this time and no relationship to the devices has been established.

Event description:
It was reported that a patient was 'complaining of squeaky noise in neck' post-operatively. No further information has been provided at this time. The nature of the reported noise is unknown at this time and no relationship to the devices has been established.

Manufacturer narrative:
Section a. Patient data was previously reported as '(B)(6)'; however the patient information for this report is unknown.

Manufacturer narrative:
A.2. Has been populated with patient age.

Event description:
It was reported that a patient was 'complaining of squeaky noise in neck' post-operatively. No further information has been provided at this time. The nature of the reported noise is unknown at this time and no relationship to the devices has been established.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history record review could not be performed as a valid lot code was not provided and could not be obtained. Complaint history records were reviewed for this catalog, and no similar complaints were identified. No devices or x-rays were available for evaluation. Previous similar incidents suggest that the set screw may have migrated. However, this potential failure mode could not be properly evaluated, and the root cause of the issue was unable to be determined. If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated.

Event description:
It was reported that a patient was 'complaining of squeaky noise in neck' post-operatively. No further information has been provided at this time. The nature of the reported noise is unknown at this time and no relationship to the devices has been established.